Event description:
It was reported that the patient was presented in clinic with an alert for low atrial impedance. The atrial lead also exhibited noise. The lead was programmed off. The patient would be monitored.